Event description:
During preparation, after flushing, when the multi-link plus was removed out of the dispenser, the stent came off of the balloon and fell into the tray. Another stent delivery system (sds) was used to complete the procedure.